Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No further information or clarification of the issue was able to be obtained. (B)(4): the patient was administered cephalosporin and blood activating drug therapy and the patient had a miscarriage.

Event description:
The customer reported a (B)(6) female patient that was diagnosed with incipient miscarriage, the physician administered cephalosporin and blood activating drug therapy (dosages unknown) and the patient miscarried. The customer indicated the patient's architect total b-hcg result was falsely depressed. The sample generated an initial result of <7000 iu/l when diluted 1:15 (actual value on analyzer 3324.73 iu/l). The sample was retested and generated a false low result of 18.21 iu/l. The customer indicated the 18.21 iu/ml did not match the patient's clinical presentation. There is no further information regarding the patient's diagnosis of incipient miscarriage, other clinical findings and if that diagnosis was made prior to or after the b-hcg results were obtained. Additionally, there is no information available if the patient had any adverse effects due to the drug therapy.

Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect total b-hcg assay. An increase in complaint activity was not identified for reagent lot 81084ui00. Testing was performed using an in-house retained kit of reagent lot 81084ui00. All specifications were met indicating acceptable product performance. The customer's instrument logs were reviewed. This review found an aspiration error at the time of the initial testing, which could indicate potential issues with sample integrity. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect total b-hcg assay was identified.